Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery or but button error alarms observed during testing. Damages to the reservoir tube lip, reservoir tube, battery tube threads, case, lcd window and missing end cap sticker also noted.

Event description:
It was reported that the customer's insulin pump experienced a button error alarm at the time of the event. She had previously received no delivery messages and her keypad did not respond one time she tried to give herself a bolus. The customer reported her blood glucose level to be 177 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product is being returned. Nothing further to report.